Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the set screw became attached to the end of the wrench and was unable to be placed back into the device. The device was not implanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The primary analysis finding noted no anomalies were found. The device set screw was loose/detached. Wrench was received at preliminary analysis with the setscrew stuck on it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.